Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy the device was not used in a patient. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported when the facility opened the product, it appeared the distal tip of the wire was damaged, the device was not used and thus there was no patient injury. This case was reviewed and investigated according to philips volcano policy. The device was returned to the manufacturer for evaluation. Visual and microscopic inspections were performed on the returned device. A white transparent sleeve was covering both the sensor and the dome. The sleeve covered the sensor housing and continued the along the entire length of the distal coil, extending past the dome. The transparent sleeve used to mask the distal tip of the wire during the manufacturing process was not removed prior to the release of the device. The wire was not damaged. Based on the investigation performed, the probable cause is an unintended error by the operator. A CAPA was implemented to correct this problem. To date we have not received any complaints on products that were manufactured after the corrective action.